Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned devices identified that the glenosphere and the taper disassociated with the baseplate. Blood stains were observed on the devices. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Common device name: (B)(4). Concomitant medical products: cat#: 118001 versa-dial/comp ti std taper lot#: 558610, cat#: xl-115367 acrom xl 44-41 std +3 hmrl brg lot#: 838480, cat#: 115326 comp rvrs shldr glnsp +6 41mm lot#: 386990, cat#: 115370 comp rvs tray co 44mm lot#: 341580, cat#: 115396 comp rvs cntrl 6.5x30mm st/rst lot#: 074240, cat#: 180553 comp lk scr 3.5hex 4.75x30 st lot#: 028200, cat#: 180552 comp lk scr 3.5hex 4.75x25 st lot#: 028100, cat#: 180560 comp nlk scr 3.5hex 4.75x30 st lot# 337500, cat# 180558 comp nlk scr 3.5hex 4.75x20 st lot#: 095200, cat#: 113634 comp primary stem 14mm mini lot#: 623940, cat#: 180559 comp nlk scr 3.5hex 4.75x25 st lot#: 264200. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-03051.

Event description:
It was reported patient had a revision procedure five years due to disassociation of the trunnion from the baseplate. Attempts have been made and additional information on the reported event is unavailable at this time.